Event description:
On (B)(6) 2012, it was reported by (B)(6) to the maquet sales and service representative that rotaflow console with serial number (B)(4) ac plug receptacle was arcing and burning along with the line cord.no patient involvement and this incident did not occur during use. (B)(4)

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for the event. The receptical was replaced and the line cord was removed. The power led lamp on the front switch was replaced. The unit was tested to factory specifications.(B)(4)